Event description:
It was reported to boston scientific corporation that an acquire needle was used in the duodenum during an endoscopic ultrasound biopsy procedure performed on an unknown date. Post procedure, the patient developed a hematoma. The hematoma resolved on its own without treatment, however the patient was hospitalized overnight beyond the standard of care.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of september 13, 2024. Block h6: imdrf impact code f08 captures the reportable event of hospitalization. Block h11: block b3 (date of event), block d4 (model number), block g1 (manufacturing site), and block g1 (MFR contact first and last name) has been corrected.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date was chosen as a best estimate based on the reported date of (B)(6) 2024. Block h6: imdrf impact code f08 captures the reportable event of hospitalization.

Event description:
It was reported to boston scientific corporation that an acquire needle was used in the duodenum during an endoscopic ultrasound biopsy procedure performed on an unknown date. Post procedure, the patient developed a hematoma. The hematoma resolved on its own without treatment, however the patient was hospitalized overnight beyond the standard of care.